Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. Based on the results of the investigation, a definitive root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the camera head exhibited corrosion on the scope mount, scratches on the lens of the main unit, and discoloration of flexible film in the image capture. There was no patient involvement.